Manufacturer narrative:
The device associated with this report was not returned. Medical records were reviewed as well as x-rays. X-ray review confirms the reported stem fracture. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Litigation alleges the patient suffers from pain. The femoral shaft fractured. (B)(4). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain. The femoral shaft fractured.

Event description:
Update: 2/17/2015: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and mid stem fracture. The head and liner were also revised. A correct doi and dor were provided. The complaint was updated on: 03/9/2015.